Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The faulty part was identified and required replacing. However, the customer chose not to have the system repaired.